Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed.